Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was observed in an unspecified location of three (3) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This issue was identified during customer inspection prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between (B)(6) , 2021 to (B)(6) , 2021. H10: three (3) actual devices were received for evaluation. Visual inspection along with magnification was performed which observed floating particulate matter approximately 0.10 inches in length and possibly of acrylonitrile butadiene styrene (abs) material inside the fluid path of two (2) samples. The reported condition was verified in two (2) samples; however, was not verified for one (1) sample. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: this issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.